Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. In addition, the customer reported that the amount of insulin on the gauge is incorrect. The customer declined troubleshooting for the insulin gauge filling. There was no impact to the customer's blood glucose level. It was indicated that the customer would us manual injections as alternate insulin therapy until the replacement pump arrives.